Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok keypad button was under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: during investigation, the pump was returned with the contrast and ok buttons inoperable. The up arrow button was intermittently responsive and the down button was responsive. The keypad was found to be missing. There was contamination found under the contrast button contact. The ok and up arrow button contacts were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.